Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date investigation summary: bd received two (2) photos for investigation. A visual examination of these photos revealed the presence of separation. The photos show that the holder, straw, and needle assembly have become separated from each other. Regular inspections are performed for the adhesive bond where the bond will not be broken with a force of 5 lbs. The uv sensor is challenged to make sure the glue is cured. No retentions are kept for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates prior to use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® urine transfer straw, two (2) needles were separated from the holder. There was no report of impact to the patient or user.